Event description:
As reported by the article, 'through review of medical article "a propensity matched analysis of ultrasound guided versus blind femoral artery puncture in balloon expandable tavi.', a study was conducted on 600 patient's that underwent transfemoral tavr procedures with either a sapien 3 valve or sapien 3 ultra valve. The study compared patients that underwent the tavr procedure with blind arterial puncture or ultrasound guided access. According to the article, 10 patients with unknown sapien 3 valve implant presented cardiovascular mortality <30 days and 10 patients presented varc-3 mortality. There was no additional information provided regarding these patients. However, the main findings of this study concluded ultrasound guided femoral puncture procedures resulted in fewer vascular access and bleeding complications in percutaneous transfemoral tavr procedures. Even in obese patients with unfavorable access anatomy, the benefit of the echo directed puncture over the blind one is strong. Although larger sheaths (16f) were excluded from the in depth analysis, a trend in those benefits, witnessing that larger holes are not per se related to worse vascular outcomes.

Manufacturer narrative:
Patients undergoing thv procedures often have complex medical histories and multiple co-morbidities. They may also have limited cardiac reserve that can impair recovery from the procedure. After thv procedures, patients are closely monitored, which includes assessment of device implants. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported event. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available (i.e., cause of death) the information will be reviewed, and the file updated accordingly. No further follow-up for additional information is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.